Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) have reached end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) have reached end of life (eol). The device remains in service. No adverse patient effects were reported.